Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture, baker grade iii". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade 3.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. Device remains implanted. Device will be returned.